Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was retained by the customer. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation and considered off-label use for the farawave pfa catheter, a pericardial effusion was observed on ice. The patient complication was observed approximately 1.5 hours into the procedure. The physician ordered a stat echo to determine the severity. At the time, the physician determined it was a very minor effusion, and the patient was admitted overnight for observation. No intervention was performed. The patient is expected to fully recover. The catheter is not expected to return for analysis as it was retained by the customer. It was further reported that the patient was discharged on (B)(6) 2025. The effusion was observed at the end of the procedure; therefore, all processes were complete. The number of lesions were 68 in total, performed on lipv, lspv, rspv, right corina and svc, anterior/septal, and posterior wall. The activated clot time was maintained below 300 seconds.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation procedure to treat persistent atrial fibrillation and considered off-label use for the farawave pfa catheter, a pericardial effusion was observed on ice. The patient complication was observed approximately 1.5 hours into the procedure. The physician ordered a stat echo to determine the severity. At the time, the physician determined it was a very minor effusion, and the patient was admitted overnight for observation. No intervention was performed. The patient is expected to fully recover. The catheter is not expected to return for analysis as it was retained by the customer. It was further reported that the patient was discharged on (B)(6) 2025. The effusion was observed at the end of the procedure; therefore, all processes were complete. The number of lesions were 68 in total, performed on lipv, lspv, rspv, right corina and svc, anterior/septal, and posterior wall. The activated clot time was maintained below 300 seconds.

Manufacturer narrative:
Correction to section h6 impact code, code f22 was replaced with code f2203 and correction to section h6 device code a24 was removed. Detailed product information was not provided to bsc. It was not available because device was retained by the customer. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.